Event description:
Patient was revised due to aseptic loosening. Loosening occurred at the bone/cement interface. Cement was depuy manufactured.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known provided product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required for the cement and femoral component were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.